Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found broken cannula broken part was missing. Also performed visual inspection and found a small hook at the tip of the insertion needle. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned the sensor opened and used.

Event description:
The customer reported via phone call that the transmitter was not blinking when it was connected to the sensor. The customer's blood glucose was 230 mg/dl at the time of incident. The customer stated that the sensor was retracted. The customer stated that the needle hub was tugged a bit when removed. The sensor will be returned for analysis.